Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test. He had a serious surgery and his hospitalization was not diabetes related. The customer inserted a new battery but that did not resolve the issue. Customer's blood glucose level was 280 mg/dl. The customer could not read the display screen and troubleshooting was not completed. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.